Event description:
It was noted over home monitoring that this lead was intermittently registering low, out-of-range impedances. Additionally, an inappropriate vf episode detection occurred due to sensing of electrical artifact. This device has not been returned and as of today, is still implanted.